Event description:
Qv otc, customer swabbed nostril and burned nose, red sores inside nose--tss advised customer should seek medical advice from healthcare provider.

Manufacturer narrative:
Subject: qv otc, customer swabbed nostril and burned nose, red sores inside nose--tss advised customer should seek medical advice from healthcare provider. Investigation conclusion: a review of complaint history did not identify any adverse trends. Investigation summary: in response to your complaint, we reviewed the complaint history log for this lot and no significant trends were identified. The information you provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine.